Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up or inspection, when taking out (2) secura no-sting barrier film 3mlx5 swabs out the carton, it was confirmed they were torn and the sterility of the product was compromised. Treatment was performed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
H3, h6: the reported product was not returned, therefore no evaluation could be performed. Documentation review. Historical complaint and escalation review has revealed no other case of this nature and no open or closed escalation actions. There was no indication that the associated batch failed to meet the finished product specifications, the batch was released with no deviations or nonconformances. Quality inspections passed all requirements, and no torn packs/applicators were noted. Retained samples was inspected, no defects was found. The risk management documentation for secura no-sting has been reviewed to assess whether the alleged failure and associated harm has been anticipated, this event is anticipated, no updates are required. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.